Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. It also indicated the impedance trend on the right ventricular defibrillation coil was rising.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.